Event description:
The customer reported that the 9900 system had a fast stop error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube cooling fan and the filament drive board were replaced and the transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.